Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 497 mg/dl and 30 mg/dl, 269 mg/dl and 22 mg/dl, 22 mg/dl, 25 mg/dl, 29 mg/dl, 21 mg/dl, 23 mg/dl, and 217 mg/dl, 25 mg/dl and 418 mg/dl the comparisons were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).